Manufacturer narrative:
On (B)(6) 2021, the investigation on the suspected medical device was updated. Investigation summary (update): mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information regarding the patient¿s symptoms. The patient experienced bilateral grade I capsular contracture. Capsular contracture baker grade I is not clinically significant as it is an expected physiological reaction, the relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed a crease/fold in anterior view. In addition, a tear was identified within the crease measuring approximately 7 cm in length. The evaluation determined that the cause of the rupture was consistent with normal wear. Instructions for use state that ruptures can occur at any time after implantation, but are more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: to reduce the breast size manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 450cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. The patient underwent bilateral removal without replacement on (B)(6) 2021 to reduce the size of her breasts. Upon explantation, the bilateral rupture was observed. This report is for the right-sided prosthesis.